Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
The lead was returned in two pieces. External insulation abrasion was noted at 47.3-48.0cm from the electrode tip, consistent with friction to the ICD can. Internal insulation abrasions were observed at 7.5-8.0cm and 9.8-10.6 cm from the tip electrode. Externalized conductors due to internal insulation abrasions were noted at 16.5-20.5cm and 35.0-37.5cm from the tip electrode. Etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc s hock coil at 22.1-22.5cm from the tip electrode. Etfe coating was intact at this location. Internal insulation abrasion was noted under the svc shock coil at 24.7-29.0cm. Svc conductor etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.